Manufacturer narrative:
Investigation of reported issue confirmed that the device was not used according to instructions for use (use without a holder), which caused the needle stick injury. Furthermore a product deficiency could not be found which were related to the luer product. Therefore no further actions were required as the reported issue was not caused by a malfunction of the medical device.

Event description:
After collection a nurse in training wanted to remove the vacuette luer from a catheter, the luer stuck and was hard to remove, on removal the nurse was stuck with the needle. Hepatitis b prophylaxe was provided.